Event description:
The reporter contacted animas on (B)(6) 2013 and reported that the keypad rubber was torn off over the up and down buttons, and that the ok button was difficult to press. The reporter noted the contrast button was unresponsive. The reporter also noted the audio bolus button was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the audio bolus button responded as expected. There was no physical damage to the audio bolus button. No defect was found on investigation. The complaint could not be confirmed or duplicated.